Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating. The device was explanted, and reservoir found to be empty upon explanation. A new ipp was implanted. No patient complications were reported.